Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event of inconsistent iop. The company service representative found a large amount of balanced saline solution (bss) under the fluidics module. As a preventative measure, the fluidics module was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during four pars plana vitrectomy procedures, the system was not maintaining the intraocular pressure and as a result, intermittent choroidals were forming. Increasing the infusion pressure, cleaning vitreous near infusion to see if was getting clogged or re-position of the infusion, were tried but this did not solve the issue. Some of the cases, the iop had to be set at 60mmhg to avoid choroidals. The cases were completed without patient harm.